Event description:
The patient reported that since she was discharged from the hosp last week ( the pt was treated briefly for chest pain), she spiked a fever of 101; her head was pounding; she had a stiff neck; and a red streak from the "pump to incision". The pump was programmed to deliver fentanyl (concentration and dose were not reported). The pt provided she had been dismissed from the care of her pump hcp; however, she was working with her primary hcp to find a new refill hcp or to find an hcp to fill the pump with saline. The pt's next refill is due 2007. The pt also stated her primary hcp will help her through withdrawal, if needed and the primary hcp was currently treating her with antibiotics. The pt did not provide the name and contact info for her primary hcp.